Manufacturer narrative:
Date of event: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod broken and barrel damaged/cracked on lot # 7345820. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7345820. All inspections were performed per the applicable operations qc specifications. There were fifteen (15) notifications that did not pertain to the complaint. There was one file that could not be located (7345822), however the volumentrics testing was able to be found in data metrics for that batch and they passed on bl printer. A memo was written to address this. There were no notifications noted in that batch that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that two syringe 1.0ml 30ga 1/2in uf 10bag 500cs experienced product damage. The following information was provided by the customer: material no. 328411, batch no. 7345820. It was reported that one syringe had a broken plunger rod and another syringe had a cracked barrel. Verbatim: lot: 7345820, expiration: 2022-12-31, item: 328411. Occurrence date unknown consumer reported finding 1 syringe with broken plunger rod, stated a piece was missing from it and a second syringe with a cracked barrel. Not on the same day but from the same lot and box. Discarded the samples. Was not able to use the syringes.